Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced discomfort and hypersensitivity to the leads' location in her fascia. The patient's ipg is located in her left axillary region, and the leads are routed through her left side of her neck, up and around her left ear, and to the area on her left where the trigeminal nerve innervates. The area in her neck through which the leads are routed became irritated and caused extreme discomfort when moving, whether the stimulation was on or off. It was deduced the leads rubbed against her cartilage in neck to cause discomfort. Topical creams (substance unknown) throughout the last year. The leads were replaced . The ins was not replaced, and previous programming settings were programmed for the new leads. The tunneling of the new leads was performed more caudally on the neck to avoid the previous area of irritation. The issue was reported to be resolved.